Event description:
Customer reported a past high blood glucose event with the specific value displaying as "high" but unknown. Cause was not known. Customer took corrective measures by using a correction injection via mdi, and the incident was handled with the control iq feature turned on. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.